Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, every 72 hours, ongoing, dose and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information to b5 and h10. B5: upon follow up, it was reported that treatment with vancomycin was discontinued and the patient was discharged 11 days after the event onset. Twenty-two days after being previously discharged from the hospital, the patient experienced a relapsing peritonitis and received ambulatory treatment with vancomycin and amikacin (intraperitoneal, ongoing, doses and frequencies were not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported during follow up that after four doses of amikacin and three doses of vancomycin (2 gm) the patient has recovered from the peritonitis event. The peritoneal catheter was removed and a new peritoneal catheter was placed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the peritonitis event was also manifested by hypotension. Should additional relevant information become available, a supplemental report will be submitted.